Manufacturer narrative:
The 2.6f PICC was returned for evaluation. Functional testing revealed a leak in the lumen just below the hub when the device is flushed through both luers. Under magnification it was noted that the lumen appears to have been cut with a sharp instrument such as scissors or a scalpel. The issue was discussed with medcomp engineering. An investigation request was issued to the device contract manufacturer for this event. The investigation revealed the damaged area identified on the returned unit consists of a perforation in the lumen below the hub. Replication testing demonstrated that a similar perforation, when intentionally introduced, is readily detected and rejected during the 100% leak test performed as a last step in the manufacturing process. Therefore, such damage would not pass final inspection controls. It is determined the reported failure is not related to the manufacturing process. We are unable to determine a definitive root cause for the failure however it may have occurred during the insertion procedure. The instructions for use (IFU) contain the following warnings and precautions. Do not use sharp instruments near the extension lines or catheter lumen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The physician inserted the PICC into a patient. After which leakage was observed. In an attempt to replace it, they introduced a guidewire into the leaking PICC and tried to insert a new line over the wire. It's unclear whether the defect (a hole in the PICC) was present initially and caused the leak or whether it occurred during the guidewire insertion.